Manufacturer narrative:
(B)(4) date sent: 06/02/2025 d4: batch #unk. Investigation summary: this is an analysis of three photos submitted for evaluation. During the visual analysis, the following was observed: the photos show a malformed staple in what appears to be a plastic container. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number m9c79t, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an appendectomy procedure, the device completed in a single firing across the caecum. After opening the jaws and removing the device, three staples were observed to be highly malformed and stuck out nearly straight which were then removed as they posed a puncture risk to the bowel. Suture was used to oversew the staple line and complete the procedure with a delay of 15 minutes. There was no patient consequence reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 10/07/2025 additional information was requested, and the following was obtained: what were the indication for surgery?[rp:] mucinous neoplasm in the appendix ¿ what was the timeline of the events for the procedure?[rp:] nothing untoward. What are they looking for.? ¿ what was used to ligate/divide the mesoappendix?[rp:] harmonic scalpel ¿ was the mesoappendix ligated/divided prior to the cecum transection?[rp:] before ¿ were there any clips involved in the procedure prior to firing on tissue?[rp:] no ¿ did the surgeon wait 15 seconds prior to firing on the cecum?[rp:] yes. It almost always takes longer than that to confirm that the stapler is in the right place and that nothing else has been caught in the jaws. Sales rep reported that the malformed staples started about 1/3 into the staple line from the proximal side.

Manufacturer narrative:
(B)(4). Date sent: 06/10/2025. Corrected data: h4.

Manufacturer narrative:
(B)(4). Date sent: 06/06/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 06/11/2025 d4: batch #328d98. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with one gst60d reload loaded on the device. The reload was received fully fired. Upon further inspection, the reload was found to have damaged on the knife channel. The found damage on the reload is consistent when the device is fired over an already existing staple line; when this happens, it is possible that the knife may push the staple line and tissue forward shaving the reload deck. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 328d98, and no non-conformances were identified.